Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. After implant, interrogation showed the patient¿s pacemaker was in backup vvi mode. Programming changes were made. The patient was in stable condition.